Event description:
This report is based on information provided by philips remote service engineer and a service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the tempus pro monitor was not pairing with a tempus ls defibrillator. There was no reported patient involvement, therefore no health consequences or impact.